Event description:
It was reported that a home patient (hp) had unspecified issues with a cassette. It is unknown when the event occurred. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a follow up report will be submitted.